Event description:
It was reported the broncho-fiber videoscope had no image. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the repair department confirmed that there was no image issue after aeration. Thus, surmised that the phenomenon ¿no image on the subject device¿ occurred due to flooding to scope connector and um connector. However, a definitive root cause for the flooding could not be established. The event can be detected/prevented by following the instructions for use which state: warnings and cautions [warning] do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Olympus will continue to monitor field performance for this device.